Manufacturer narrative:
Mayfield infinity skull clamp (a1114) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the patient's head slipped while on the mayfield infinity skull clamp (a1114) for a craniotomy procedure. The surgeon reported that the patient coughed causing the head to slip prior to surgery so the patient was re-pinned using the same skull clamp and performed the surgery and the patient slipped again. No surgery delay was reported. The skull clamp was removed from service.